Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor lcd display screen is blank) has been confirmed. Upon eval the monitor would not power on. Upon flash testing a segmentation fault was produced. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective components. The pt received a replacement monitor.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that his monitor was not powering on properly. The pt was issued a replacement monitor.